Event description:
It was reported that this patient reported to the hospital after receiving a shock from this implantable cardioverter defibrillator (ICD). Upon interrogation, this device was operating in safety mode, which permanently limits device function. This ICD was subsequently replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was interrogated and review of stored memory confirmed the device moved to safety mode operation on 19 june 2024 due to the detection of memory errors. The identified errors were the result of a detected, uncorrectable memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of a single event upset caused by high energy particles/cosmic rays, or radioactive decaying materials.

Event description:
It was reported that this patient reported to the hospital after receiving a shock from this implantable cardioverter defibrillator (ICD). Upon interrogation, this device was operating in safety mode, which permanently limits device function. This ICD was subsequently replaced and was returned to boston scientific for analysis. No additional adverse patient effects were reported.